Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-06924. It was reported that the patient presented in the hospital for a lead revision procedure. Upon review, the right atrial lead exhibited noise oversensing that led to noise reversions, inappropriate automatic mode switch, and inappropriate tracking, and the right ventricular lead exhibited insulation damage. The physician explanted and replaced both leads. The patient was in stable condition.

Manufacturer narrative:
A partial lead was returned in one piece measuring 45.8 cm with the helix extended and clogged with blood for the reported event of insulation damage. Visual and x-ray examination found procedural damage and an external insulation abrasion at 17.8 cm from the distal end as well as at 19.6 cm to 19.9 cm from the distal end that was due to friction with another device or feature of the patient anatomy. No conductor fractures or internal shorts were noted. The reported event was confirmed and attributed to the external insulation abrasion.